Event description:
Pt called lfs on 01/2002 alleging that their one thouch fasttake meter was reading inaccurately high. Per facility, the following info was documented: customer "blanked out at work because the doctor had to increase the medication." Pt was having symptoms of confusion, hunger, sweats. Customer stated that their meter read 25 points off from the other meters. The readings of "129-296" are documented. Customer tested with their back-up (dex) meter with a reading of 93mg/dl and tested on their ultra meter with a reading of 168mg/dl.